Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.40 on a patient presented with chest pain and nausea. I-stat: time: 11:00 am, result: 0.40 no repeat; lab (unk) 12:30 pm, 0.04 no repeat. There was no repeat test on either method to validate a negative or positive result. The customer states that the patient was treated with the following medications based on the I-stat result: plavix, aspirin, atorvastatin and nitrospray. The patient was managed for a heart attack and air lifted to a hospital where he was admitted for 2 days. Admitted: (B)(6) 2012, discharged: (B)(6) 2012. Customer states that dx is unk but not related to a heart attack. No further information provided.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/23/2012 and no deficiency was identified related to the customer complaint.